Event description:
Patient stated: "it's important to inform (B)(6) and miach that I had significant pain following the surgery. The surgeon decided to include a chondroplasty and meniscus surgery while repairing my acl. After surgery, I have had constant pain and it's still bothering me today. I was unable to walk up and down stairs without significant pain for over a year and a half." And "I also have a bump that appeared immediately after surgery on my right knee that looks like osgood schlatter disease. The bump was not present before surgery. I asked the surgeon about the bump and he said it was from swelling. It's still present on my knee and protrudes even more since the swelling has subsided. My right knee continues popping, cracking and catching."

Manufacturer narrative:
Still under investigation. Will submit a follow up MDR.